Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/02/2024.

Event description:
Healthcare professional reported "rupture" this record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported "rupture" this record is for the left side. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d3, d4, d9, g1, h3, h4, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture-breast: observed broken device assessed as fold flaw opening. As per the investigation procedure non-penetrating nick, creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture". This record is for the left side. Device has been explanted.